Event description:
Based on the information received on 06-dec-2017, the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This case was cross referenced with cases: (B)(4) (cluster) this unsolicited case from united states was received on 06-dec-2017 from a other non-health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and after an unknown latency had swelling from the knee into the thigh, also, device malfunction was identified for the reported lot number. No past drugs, concomitant medications and concurrent conditions were reported. Patient has history of cardiac disease. On an unknown date, patient received treatment with intra articular synvisc one injection (dose, frequency, indication and expiration date: not reported; lot number: 7rsl021) bilaterally. On an unknown date, latency unknown, patient had swelling from the knee into the thigh. It was reported that the patient was seen in the ER (emergency room) action taken: unknown corrective treatment: not reported outcome: unknown a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on 06-dec-2017 and 12-jan-2018 (processed with clock start date of (B)(6) 2017). Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 06-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced peripheral swelling. The concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.